Event description:
It was reported that prior to a whipple procedure, there was an error 5. The error occurred during pre-run with the jaws open. There was no patient consequence.

Manufacturer narrative:
H3. Eval summary: the device was received in good condition. However, upon further inspection of the device, the blade had burn marks due to activation without tissue. The device was tested with a generator and was functional. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly malfunctioned. The reported incident could not be recreated nor confirmed. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.